Event description:
The magnet navigation system (stereotaxis) used with this x-ray device stopped while treating the pt. The system had no error messages.

Manufacturer narrative:
Eval method: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Eval results: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.